Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device were unsuccessful. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received patient factors most likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve, implanted two (2) years, five (5) months, eleven (11) days, was explanted due to severe aortic stenosis. Through follow up with the healthcare provide, it was learned the patient had end-stage renal disease and developed early bioprosthetic valve failure. He became unstable during hemodialysis, had a cardiac arrest, and went into severe cardiogenic shock requiring ECMO and an intraaortic balloon pump . Once stabilized, the patient was brought into the operating room for aortic valve replacement. The patient had severe biventricular dysfunction, was expected to leave the operating room on ECMO, and was likely going to require long-term mechanical support. The patient was considered extremely high risk for surgery. The 23mm valve was reported to be heavily calcified. The explanted device was replaced with a 21mm aortic pericardial valve. The patient also underwent a mitral valve repair during the surgery. The patient was transferred back to the cardiothoracic surgery intensive care unit on peripheral ECMO in critical condition. The patient required multiple chest washouts following this procedure and also went on to develop a multifocal necrotizing pneumonia, which left him in a prolonged ventilator-dependent respiratory failure state requiring a tracheostomy. The patient had multiple post-operative complications, was eventually made a dnr per the family, palliative care measures were initiated and the patient expired in the hospital on post-operative day 46.